Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a 2.25 x 12mm resolute integrity rx drug eluting stent to treat a mid-circumflex vessel just after an acute angle off the left main with severe calcification. The device had been removed from packaging and inspected with no issues noted. A 6f 3.5 launcher guide catheter was advanced to the target lesion. The lesion was pre-dilated using a sprinter balloon catheter and the physician attempted to deliver the resolute integrity stent. It was reported that the stent would not cross the severe 90 degree bend. After resolute 2.25 x 12mm was unable to cross the lesion, the physician inserted a non-mdt extra support guide wire and a sherpa guide catheter. The 2.25 x 12mm resolute integrity was re-inserted, and again failed to cross. A guideliner was advanced. The 2.25 x 12mm resolute integrity was again inserted, but again failed to cross. The stent was removed and it was noted that a few stent struts had lifted and deformed. The lesion was pre-dilated again and the physician attempted to deliver another resolute integrity stent (2.25x8mm), but the device also failed to cross. A 2.0 x 12mm sprinter balloon advanced to lad, but was unable to cross. During removal of the second resolute, the stent dislodged and was visualized in the acute bend of the cx. It was reported that shortly after, the cx vessel had no flow (timi 0) and CPR was performed. The cx had collateral that supplied a total rca. Flow in the cx was never resumed. Then in the distal lm and proximal lad, the physician observed a disruption or dissection which was stented successfully with a non mdt stent. The physician felt the disruption might have been due to the lifted struts from the first resolute 2.25 x 12mm stent when he withdrew back through the lm and into the launcher guide catheter, or it could have been due to the guide catheter. Sprinter 2.0 x 12mm advanced to lad, unable to cross a 2.0 x 10mm sprinter balloon crossed the lad, inflated 10 atms for 20 secs. CPR was initiated. A 3.5 x 26mm resolute stent was advanced in lad, but was unable to cross. . CPR ended. A 3.0 x 20 mm sprinter balloon inflated twice. CPR continued. A 3.0 x18mm resolute introduced but failed to cross lma non-mdt stent was implanted. An ebu guide accessed the target lesion. Several non-mdt wires failed to cross the plad. The patient could not be revived after CPR and died. Physician stated cause of death was abrupt closure of the circumflex artery which was providing collateral circulation to a cto of the rca and flow reduction from disruption of the proximal lad.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: the patient had very complex coronary disease with clear calcification in the proximal lad near the origin of the heavily diseased cx. The rca territory is collateralized from the cx and lad, and via a large septal artery. The lm is also tapered by disease with calcification. The rca is occluded in the mid-vessel with bridging antegrade collaterals. The lvgram is attempted with a rca catheter which shows reasonable function in the anterior and inferior walls even with induced ectopics. A guidewire is passed via the lm, proximal cx to the first om and a small balloon is inflated in the proximal segment of the cx. No rotablation is attempted in the lm calcification or around the bend into the cx nor is a proximal inflation carried out initially in the cx origin. A backup catheter is then place to the distal lm. After removal of the backup catheter there is disruption in the mid-lm where reduced radiopacity is seen with a clear line across the lm suggestive of dissection or calcium disruption. After attempted stent placement the proximal lad is disrupted, even with a wire in place and this is plaque shift or dissection. Slow flow is now present in lad and lv function has diminished. After this there is an episode of no flow in the lm, then the lad is reopened but the cx has lost flow. The cine images didn't capture any further procedure. If information is provided in the future, a supplemental report will be issued.